Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ collection tubes, the customer noticed that caps were coming off during centrifugation and transport on unspecified numbers of tubes. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd did not receive any samples for investigation. Therefore, 29 retained samples underwent functional tests, and none of the samples showed any defects related to stopper creepout or stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ collection tubes, the customer noticed that caps were coming off during centrifugation and transport on unspecified numbers of tubes. No patient or user impact reported.